Event description:
Pt underwent revision surgery of her left hip in 1991 at which time multiple wires were placed around the trochanter and femur. The wires were found to have broken and one was pressing through the muscle, causing intradermal bleeding. The broken wires of the trochanteric grip were excised.